Event description:
Procedure: lap gastric banding. According to the reporter: pt phone call initiated complaint. According to the reporter: the mesh was used to secure a port during a lap band surgery in 2010. At the present, the pt suffers from chronic pain. She is seeing an environment health specialist for allergy testing and is unsure whether it is the mesh or another implant which is causing her symptoms. Pt called to find out what the components of the mesh are.

Manufacturer narrative:
(B)(4).